Event description:
During a laparoscopically assisted vaginal hysterectomy procedure. The instrument did not fire properly. Surgeon used another instrument to complete the procedure, no pt injury reported.